Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
The memobag was torn when taking it out of the abdominal cavity during a laparoscopic pancreatosplenectomy and the specimen fell in the patient. The user cleaned the abdominal cavity with water and withdrew the specimen by using a new memobag. According to the user, the specimen was not so big and he/she did not pull the bag particularly hard.

Event description:
The memobag was torn when taking it out of the abdominal cavity during a laparoscopic pancreatosplenectomy and the specimen fell in the patient. The user cleaned the abdominal cavity with water and withdrew the specimen by using a new memobag. According to the user, the specimen was not so big and he/she did not pull the bag particularly hard.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the ohr review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The defective device was returned for examination. Reported defect can be confirmed. One hole/rupture was found in the bottom part of memobag. The defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched which led to the rupture of the bag in the seal area. Remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective/preventive actions in production are deemed necessary to introduce.